Event description:
A laparoscopic roux en-y gastric bypass procedure was done. There was excessive bleeding from the staple line at the site where tissue was transected, and where the jejunojejunostomy was created and closed via the i60s and the plcr60b reloads. Bleeding was also observed at the site where the remnant pouch of the stomach had been stapled via the i60s surgical stapler. The surgeon brought the pt back in the middle of the night because of excessive bleeding. The following month, the pt was showing signs of a gastric leak and had to be brought in again for an exploratory laparotomy. The surgeon did not observe any leaks; the pt is now doing well and has resumed working.

Manufacturer narrative:
The observed bleeding occurred some time after the procedure had taken place. By that time, the suspected device (plcr60b) would have been discarded, and so was not available for analysis. Thus the device expiration and manufacture dates are not known.